Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Suspected rupture, side unknown.

Manufacturer narrative:
This is a request to void this report as sientra received updated information from the hcp (health care provider) that his was not the affected side but only the contralateral.